Manufacturer narrative:
The returned sensor was evaluated. The sensor passed visual inspection with no damage observed. Further review found the sensor had failed continuity testing due to an open cable on the red conductor at the sensor end. The customer complaint was duplicated. When the sensor was connected to a masimo monitoring device, the device was able to generate a "replace sensor" error message. (B)(6).

Event description:
The customer reported fifteen m-lncs y-I sensors, some occur sensor off some occur replace sensor, some spo2 and bpm are very low, all the issues are intermittent, the customer couldn't match the issue with the corresponding sensor. No patient incident or consequences were reported.